Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Correction to field h6: impact codes. Mollengarden, d., goldberg, k., wong, d., roehrborn, c. (2017). Convective radiofrequency water vapor thermal therapy for benign prostatic hyperplasia: a single office experience. Prostate cancer and prostatic diseases. 21, 379-385. Https://doi.org/10.1038/s41391-017-0022-9. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported via an article published on prostate cancer and prostatic diseases that a retrospective review was conducted, it included 129 patients who underwent the water vapor therapy procedure performed by a single surgeon between 2013 to 2016. The average age was 67.4 years, and the mean prostate volume was 52.6 cc. The most common event was urinary tract infection (uti), 18 patients experienced urinary retention. Of the retention events, four patients had clot retention, one patient had a uti, and the remaining 13 patients had retention presumably from postoperative prostate edema. Four patients (3.1%) required an anesthetic event after their treatment. These include a cystoscopic for clot evacuation, balloon dilation for urethral stricture, resection for bladder neck contracture, and cystolithalopaxy. Three patients (2.3%) underwent an additional benign prostatic hyperplasia (bph) surgery for persistent lower urinary tract symptoms (luts) (two repeat water vapor therapy treatments and one photo vaporization) of the prostate. Patient adverse events included: five cases of postvoid dribbling, five cases of urinary incontinence, four cases of erectile dysfunction, four cases of retrograde ejaculation, two cases of prostate tissue sloughing, two cases of epididymo-orchitis and one case of bladder stone.

Event description:
It was reported via an article published on prostate cancer and prostatic diseases that a retrospective review was conducted, it included 129 patients who underwent the water vapor therapy procedure performed by a single surgeon between 2013 to 2016. The average age was 67.4 years, and the mean prostate volume was 52.6 cc. The most common event was urinary tract infection (uti), 18 patients experienced urinary retention. Of the retention events, four patients had clot retention, one patient had a uti, and the remaining 13 patients had retention presumably from postoperative prostate edema. Four patients (3.1%) required an anesthetic event after their treatment. These include a cystoscopic for clot evacuation, balloon dilation for urethral stricture, resection for bladder neck contracture, and cystolithalopaxy. Three patients (2.3%) underwent an additional benign prostatic hyperplasia (bph) surgery for persistent lower urinary tract symptoms (luts) (two repeat water vapor therapy treatments and one photo vaporization) of the prostate. Patient adverse events included: five cases of postvoid dribbling, five cases of urinary incontinence, four cases of erectile dysfunction, four cases of retrograde ejaculation, two cases of prostate tissue sloughing, two cases of epididymo-orchitis, and one case of bladder stone.

Manufacturer narrative:
Mollengarden, d., goldberg, k., wong, d., roehrborn, c. (2017). Convective radiofrequency water vapor thermal therapy for benign prostatic hyperplasia: a single office experience. Prostate cancer and prostatic diseases. 21, 379-385. Https://doi.org/10.1038/s41391-017-0022-9 detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.